Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic  (edwards magna) surgical valve, as the valve was released, the valve dislodged to the descending aorta. A second transcatheter valve was implanted. After the implant of the second valve, hemodynamics were measured. It was reported that the "gradient was still in place". The valve was post dilated using a 23 mm non-medtronic (zmed) balloon. The final result after the balloon aortic valvuloplasty (bav) was not aortic insufficiency and no residual gradient. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: four static images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. The evolut valve appeared to be at an appropriate depth at 80% deployment. The valve dislodged for unknown reasons. A second valve was successfully implanted. Medical technical assessment was performed. Based on the available information, the cause of the dislodgement is unknown, but may have been related to implantation within a previously implanted surgical valve. Dislodgement is a known potential risk associated with valve implant and is documented within the risk files and instructions for use (IFU). No action is required. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Dislodge events are typically not related to a device malfunction. In this case, no discernible root cause can be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.